Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode in (B)(6) 2018 and the physician questioned why a shock was not delivered in this case. It was noted that after this episode, the patient spent several weeks in the ICU, device therapy was deactivated, and the patient subsequently passed away. The patient had many comorbidities including end stage kidney disease; an official cause of death was not reported, but the death was not considered to be related to the device or untreated episode. There were no allegations against the device and the hospital did not intend to return it to boston scientific for laboratory analysis. Technical services reviewed the episode and available device data. The untreated episode in october showed vt/vf rate, a severe drop of the signal amplitude leading to under detection, noise, and high amplitude and low amplitude artefacts. The induction episodes from implant in (B)(6) 2018 showed good detection and conversion of the rhythm. There were several atrial fibrillation (af) episodes stored in (B)(6) 2018 that showed noise/artifact. The patient had received an appropriate shock in (B)(6) 2018. The cause of the noise/artifacts could not be determined as no troubleshooting had been performed before the patient's passing. Common causes include an improperly inserted electrode, untightened setscrew, or the nature of the spring contact when exposed to additional stress by bended lead in the device pocket; reprogramming the sense vector to secondary would mitigate the potential connection issue.